Manufacturer narrative:
Patient code 3191 used to capture the surgical intervention.

Event description:
It was reported that surgical intervention was undertaken. Prior to explant of the device, the sensing with the device programmed to primary sensing vector was flat. The device was explanted and a new device was implanted. Upon connection of the associated electrode, sensing was noted to be appropriate. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Analysis of this device has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Physical analysis found water in the device case. Normal operation was observed after it had dried. Laboratory analysis noted that moisture in the case could potentially cause malfunctions including loss of sensing and device resets. Unfortunately, the source of the water could not be ascertained. Further analysis noted a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population. Patient code 3191 used to capture the surgical intervention.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 52 percent remaining to 7 percent remaining one week later. Analysis of device memory identified a device reset followed by rapid depletion in the battery. Device replacement was recommended. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.